Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had balloon leak. There was delay in intubation time. It was indicated that there was no patient injury.